Event description:
A customer reported experiencing a "minimum fill" notification while attempting to complete a bolus with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who advised using a lint-free cloth to clean the pump and attempted to resolve the issue by reloading a new cartridge, but the problem persisted. The case was escalated for further assistance, and technical support ultimately decided to replace the defective pump. The customer was guided to use backup insulin delivery via multiple daily injections (mdi) until the replacement pump, which includes updated software, is received. The customer was informed of the replacement process and instructed on returning the faulty pump using a pre-paid label.